Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a restart alarm and cleared her basal rates. Blood glucose level at the time of the incident was 511 mg/dl, which was treated with a bolus. Customer stated that her blood glucose level then went down to 450 mg/dl. Blood glucose level at the time of the call was 453 mg/dl. The insulin pump was not replaced or returned for analysis.